Manufacturer narrative:
Other field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. However, when water condensation was added to the patient circuit the reported fault was noted. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure and the transducer calibrations were performed on the device. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported a "circuit occlusion" display alarm, while in patient use. The customer stated no patient impact was associated with this event.